Manufacturer narrative:
(B)(4) stent broken. A visual analysis of the device found that the stent's working length was broken. The evaluation concluded that the most probable root cause for this event was generated during unpacking/preparation; possibly due to the device being handled improperly. Additionally, the damage found is consistent with one caused by the suture when it is being pulled. Therefore, the most probable cause is considered "handling damage". A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ascerta firm ureteral stent was used during a ureteroscopy procedure performed on an unspecified date. According to the complainant, during preparation, when they opened the package, it was found that the stent broke near the coil. The procedure was completed with another ascerta firm ureteral stent. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the stent was broken, therefore this event has been deemed an MDR reportable event.